Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 50 mmh2o. The valve was visually inspected: it was noted that the proximal connector was dislodged. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed per wi-msp204 rev.12 the valve passed the test no occlusion was noted. The valve was leak tested, only leaked form the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the valve rotor and stator. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3164, with lot clmcgj conformed to the specifications when released to stock in 25th october 2010. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the cam mechanism, and on the valve rotor and stator. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2012 with setting 80mmh2o. The surgery was in 10 months after birth. It was reported that the pressures setting was not able to be changed when the surgeon tried to change the setting. A revision surgery was performed on (B)(6) 2017. The product will be returned to your site. (B)(6) year-old male. Original disease: congenital.